Manufacturer narrative:
Update d4: catalog and UDI number corrected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was not working properly and the customer was admitted to the hospital with high blood glucose levels of around 30 mmol/l. The patient suffered from addison's disease, pneumonia, and an undiagnosed dementia spectrum disorder. Therefore, the patient had difficulties recalling things, for example what he did with the pump in regards to bolus administration, pump settings etc. The patient's wife further mentioned that during the night from (B)(6) 2024, the patient fell out of the bed due to addison's disease and diabetes. If there are changes in hormone levels or glucose levels the patient is affected in this way. His son and wife were not able to find out whether the patient had administered a bolus via the pump or not because the patient could not remember. They also were not able to measure the blood glucose level because the patient had hidden the meter. An ambulance was called, and the paramedics measured a blood glucose level of 30 mmol/l and noticed unusual heart tones. The patient was admitted to hospital where a pneumonia was diagnosed. In the hospital the patient received treatment with an insulin pen because this was easier for staff in the hospital to control. Medication details regarding the related diseases was not provided. Furthermore, the nurse tried out the pump and said it would not work properly. She also stated the pump would not go into stop mode. It is unknown how long the patient has to stay in the hospital, but the patient will be sent to a rehabilitation center afterwards.